Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 11/28/2017, that on (B)(6) 2017, the patient experienced intermittent audio alarms on the receiver and a low event. The patient stated that on (B)(6) 2017, the audio alarm failed to work and experienced a low event. It was indicated that the patient's wife injected the patient with glycogen and the emergency medical technician (emt) was not called. Additionally, the patient stated that the receiver will not give an audio alarm and only gives 4 vibrations. At the time of contact, the patient was doing good. Additional patient or event information is not available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.